Event description:
It was reported that, "during the tka, the surgeon was inserting the insert onto a baseplate, the locking wire came off from the insert. Therefore, he implanted a spare insert instead of it."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.